Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that the patient developed a skin irritation all over his body while in the hospital. It was reported that the patient had an allergic reaction and the physician prescribed a medicine for the irritation. The patient removed the lifevest as a result of the skin irritation. There was no alleged device malfunction contributing to the irritation. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.